Event description:
Received recall notice from philips on (B)(6) 2021 (+17 months ago). On (B)(6) 2022, I transmitted a sleep clinic prescription to philips, as per their request, from their patient portal system for the recall. I spoke with a philips representative today ((B)(6) 2023) and continue to get a runaround that my recall request is still pending with a prescription team awaiting prescription settings - even after they confirm receipt of (B)(6) 2022, prescription from (B)(6). Even after requesting prioritization from philips, to date there has been no correspondence of any progress towards replacement of the recalled medical device.